Event description:
During the coronary artery bypass procedure, the first heartstring seal did not deploy out of the delivery tube into the aorta and the second cracked during loading the seal into the delivery tube. A third seal was used to complete the procedure. No pt complications were reported by the hospital.